Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) did not deploy. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach. The user shuttled down completely. There was no significant resistance when shuttling down. The sheath seemed to stick a little bit and resistance was felt. The advancer tube was visible, and the sealant was also visible. It was attempted to push it down into the skin with the advance tube to achieve hemostasis, but was not 100% successful. It is stated that ¿maybe some got down under the skin¿. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity and no presence of pvd calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for 15 minutes, followed by a sandbag for 2 hours. The patient recovered. The user is trained to the device. The device will not be returned for evaluation, it was accidentally thrown out.

Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) did not deploy. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach. The user shuttled down completely. There was no significant resistance when shuttling down. The sheath seemed to stick a little bit and resistance was felt. The advancer tube was visible, and the sealant was also visible. It was attempted to push it down into the skin with the advancer tube to achieve hemostasis, but was not 100% successful. It is stated that ¿maybe some got down under the skin¿. A 6f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity and no presence of peripheral vascular disease (pvd)/calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression for 15 minutes, followed by a sandbag for 2 hours. The patient recovered. The user is trained to the device. The device will not be returned for evaluation, it was accidentally thrown out. The reported events of ¿sealant device deployment jam¿ and ¿sealant misdeployment-partial¿ could not be confirmed as the device was not returned for analysis. The cause of the failure experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue reported. However, it could be attributed to the procedural handling factors (such as a pre-swelled sealant) or damages in the procedural sheath. According to the instructions for use, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. While maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Lay the device down for up to 90 seconds.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, which can result in the sealant being misdeployed. Based on the information available for review, there is no indication that this event is related to the design or manufacturing process of the unit. Therefore, no corrective preventative actions will be taken at this time.